Event description:
It was reported that the distal tip of the anchor inserter broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor is bent/inserter broken off. Probable root cause: design. -sutures not strong enough for application process. -damage to sutures during manufacturing process application. -excessive force on sutures. The reported failure mode will be monitored for future re-occurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the distal tip of the anchor inserter broke during the procedure and potentially remains in the patient.